Event description:
It was reported, the video system center exhibited no image and no digital visual interface signal output. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to a failure of the output socket, communication abnormality with the endoscope occurred and the image is not output. Additionally, a failure of the main board led to the digital visual interfaced output failure. Olympus will continue to monitor field performance for this device.